Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the xience v stent delivery system (sds) found blood visible on the hypotube and distal shaft. There was contrast in the inflation lumen. This is consistent with preparation and the sds advanced into the patient anatomy. The stent was dislodged from the sds as reported. The entire length of the stent was smashed. The first three rows of distal struts were mangled. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The proximal balloon taper was bunched and the distal shaft was bunched 7 cm distal to the guide wire exit notch for a length of 2 cm. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. Additionally, an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the copilot during retraction would have then led to the stent dislodgement and noted bunching of the balloon and shaft and stent damage. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. In this case, a conclusive cause for the reported stent dislodgement could not be determined; however, the reported failure to advance appears to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the procedure was to treat a left anterior descending artery (lad) and diagonal bifurcation lesion. After wiring both the lad and diagonal, pre-dilatation was performed. An attempt was made to treat the diagonal lesion with the 2.5 x 12 xience v stent delivery system (sds), but it would not cross. As the delivery system was being removed, the stent dislodged inside the copilot. The stent was easily removed. The decision was then made to treat the lad lesion first, so a 2.75 x 15 xience v stent was advanced and successfully implanted. Then another 2.5 x 12 xience v stent was able to advance through to the diagonal lesion and was successfully deployed. There was no significant delay in procedure and there were no patient effects. The patient outcome was good. No additional information was provided.